Event description:
On december 4, 1991, a patient had an intramedullary rod removed from a left knee fusion due to implant failure secondary to non-union of the proximal host bone interface. The fixation plate was 1.2 x 0.3 cm. Two similar appearing intramedullary rods which measured up to 39.5 cm in length and 1.3 cm indiameter were also removed. All metallic surfaces were smooth and shinyinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: other. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.